Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, the electrocardiogram of the right atrial (ra) lead indicated that it had dislodged. A chest x-ray confirmed the dislodgement. The lead was revised and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.